Event description:
According to the reporter, during the colon resection, after staple fire, staple line looked fine but when inspecting inside the bowel, the surgeon discovered that there was a hole. The incision was extended but not by more than one inch. The surgeon sutured the hole and decided to create a diverting colostomy for bowel healing and plans to bring patient back for another procedure takedown colostomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.